Event description:
It was reported when using the bd pyxis¿ medstation¿ es, a new formulary item was added by the customer and was reportedly active, however when the customer tried to pend this to the operating room core station the medication was not an option to pend. The reporter indicated that the user experienced a delay in dispensing medication as a result of the alleged malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the product in formulary was not showing to load in pyxis. A technical support specialist dialed into the application server, found med ID had no assigned security group, verified that only pharmacy tech and pharmacist roles could pend/refill meds, and advised customer to assign a security group to resolve the issue. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, a new formulary item was added by the customer and was reportedly active, however when the customer tried to pend this to the operating room core station the medication was not an option to pend. The reporter indicated that the user experienced a delay in dispensing medication as a result of the alleged malfunction. There were no adverse events or injuries reported based on this event.